Event description:
It was reported that a transfer set leaked while a patient was not connected to the homechoice device. The patient opened the transfer set while sleeping. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the known cause of this leak is use error, the patient opened the transfer set when not connected to the homechoice cycler. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the transfer set after connecting it to the patient line on the disposable set, which connects to the cassette that is loaded into the cycler. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.